Manufacturer narrative:
(B)(6). Date infection began is not known. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5 mm proximal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Part mfg date: 25feb2014. Manufacturing location: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who initially underwent surgery for a left, tibial plateau fracture on an unknown date, was brought back to the operating room on (B)(6) 2017 for the removal of two (2) plates, twelve (12) screws and two (2) k-wires due to an infection. It is unknown when the infection was identified or if the patient had any complaints of pain or discomfort. During the procedure, the patient underwent irrigation and debridement (I and d) and the placement of a drain. It was reported that all hardware was easily removed and intact. It is unknown if the fracture was healed or if there are plans for additional surgery/treatment. The surgery was completed successfully, without delay, and the patient reported as stable. This report is for one (1) 3.5 mm proximal tibia plate. This is report 1 of 15 for (B)(4).